Event description:
The shaft of the aspiration catheter separated and remained inside the guide catheter. The physician inserted the guide catheter into the patient. The guide catheter was being used with a guide wire for support. The physician inserted the aspiration catheter through the touhy borst adapter into the guide catheter and the aspiration catheter kinked. The physician removed the aspiration catheter, straightened it out, then reinserted it into the patient. The physician advanced it forward and it would not exit the tip of the guide catheter. The physician pulled the aspiration catheter back and the shaft separated 30 to 40cm from the tip. The tip section of the aspiration catheter remained inside the guide catheter. The device was removed from the patient without any difficulty. The patient is reported to be fine.